Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low pacing impedance in the unipolar configuration was noted on the atrial lead. The impedance was not measureable in the bipolar configuration. Diagnostic imaging and provocation testing were performed and revealed no anomalies. The patient was stable and a lead revision is anticipated but not yet scheduled.